Manufacturer narrative:
This report is report is being submitted to correct the explant date (d6b) in section d, suspect medical device as per additional information received. Additional information was also added into field b5, describe event or problem in section b, adverse event/product problem.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device contacted their clinic to request for their device to be removed. It was further noted the patient had experienced an infection and was brought to the clinic, reporting tenderness and electrical sensations in their left breast and under her arm. The clinic suspected the icm device could be laying on a nerve, causing irritation. No additional adverse patient effects were reported. This icm device remains in service at this time. This icm device has been returned for analysis. Evidence suggests this icm device was explanted due to the initially reported issue. Additional information received states this icm device was explanted due to the initially reported issue.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device contacted their clinic to request for their icm device to be removed. It was further noted the patient had experienced an infection and was brought to the clinic, reporting tenderness and electrical sensations in their left breast and under her arm. The clinic suspected the icm device could be laying on a nerve, causing irritation. Additional information received states the reported patient symptoms resolved after explanting this icm device. No additional adverse patient effects were reported. This icm device has been returned for analysis.

Manufacturer narrative:
The designated clinical study representative was contacted for additional information regarding event cause/resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device contacted their clinic to request for their device to be removed. It was further noted the patient had experienced an infection and was brought to the clinic, reporting tenderness and electrical sensations in their left breast and under her arm. The clinic suspected the icm device could be laying on a nerve, causing irritation. No additional adverse patient effects were reported. This icm device remains in service at this time. This icm device has been returned for analysis. Evidence suggests this icm device was explanted due to the initially reported issue.

Event description:
It was reported that the patient with this insertable cardiac monitor (icm) device contacted their clinic to request for their icm device to be removed. It was further noted the patient had experienced an infection and was brought to the clinic, reporting tenderness and electrical sensations in their left breast and under her arm. The clinic suspected the icm device could be laying on a nerve, causing irritation. Additional information received states the reported patient symptoms resolved after explanting this icm device. No additional adverse patient effects were reported. This icm device has been returned, and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. It was concluded that the reported clinical observations are known inherent risks of implanted devices.